Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was reprogrammed to resolve. The patient was stable.